Event description:
A physician reported treating a patient on 5 december 1998 in the vermilion borders and the nasolabial folds. While treating the right nasolabial fold, the collagen leaked at the hub of the adg needle and the syringe. The collagen material splattered "everywhere", including the face, hair and clothing of both the patient and the injector. Some of the collagen also splattered into the injector's eyes. There was no injury and no medical or surgical intervention required for either the patient or the injector. The adg needle disengaged from the syringe and was removed from the treatment site. There was no injury to the patient as a result of the needle disengagement. The treatment was completed with another syringe.